Manufacturer narrative:
The reported complaint that "the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR " message" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the defective processor board, likely attributed to the aging of the device. The autopulse platform was manufactured in march 2008 and is nearly 15 years old, well past beyond its expected service life of 5 years. The secondary reported complaint of the driveshaft was stuck/jammed, and it would not rotate when attempting to remove the lifeband was confirmed during functional testing. The root cause was the sticky clutch plate. The sticky clutch is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The processor board was replaced to remedy the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4))displayed "system error, out of service, revert to manual CPR " message. Also, the driveshaft was stuck/jammed, and it would not rotate when attempting to remove the lifeband. No patient involvement.